Event description:
Loss of osseointegration.

Manufacturer narrative:
The material number has been updated. The corrected information is provided in this follow up report. 510(k) is updated on this follow up, in the previous one, incorrect data was provided.

Event description:
Loss of osseointegration. The material number has been updated. The corrected information is provided in this follow up report. 510(k) is updated on this follow up, in the previous one, incorrect data was provided.